Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had to press her insulin pump's buttons a little harder. The customer's blood glucose level was 290 mg/dl. The customer also reported that insulin was not coming out during bolus and she did not receive no delivery alarm. Her battery life was diminished and the time was losing on the insulin pump. The insulin pump will not be returned for analysis.